Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device was returned for service and did not meet manufacturing specifications during pre-repair assessment. During repair it was determined that the device failed for sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and repair/pre-testing, it was observed that the small battery drive device bearing, seal and coupling were worn, the trigger was sticky, the motor and the electrical control unit were damaged, and the device would not run. The device also failed pretests for check the attachment coupling, check triggers and check power with test bench. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.